Event description:
This is filed to report the clip detaching from one leaflet, and increased mr requiring surgical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. On (B)(6) 2021, the patient returned for a follow up and it was noted that the second clip had detached from one leaflet (single leaflet device attachment (slda)) with a possible leaflet tear, and the mr increased. The patient underwent mitral valve replacement surgery and is stable in the hospital. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. A tear of the anterior leaflet was confirmed during surgery on (B)(6) 2021. Both clips were explanted during the surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda), could not be determined. Additionally, the reported patient effects of tissue injury and mitral regurgitation (mr) are cascading effects of the slda. The reported effects of mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.